Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day of attempted placement of the dental implant in ada in the patient's mouth, the implant did not achieve primary stability. The clinician reported poor bone quality/quantity in this patient with good hygiene. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.